Manufacturer narrative:
Block b3: exact date unknown, event occurred on the explant date provided by the patient prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and gastroparesis. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.